Event description:
It was reported that the system malfunctioned during a patient procedure and fluoro became unavailable. The system was reset and the procedure completed with no adverse patient outcome. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.